Event description:
A customer contacted beckman coulter and reported that their coulter lh 750 hematology analyzer was leaking diluent near the ttm (triple transducer module). The volume of fluid was 1ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and goggles. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a pinhole leak in the green stripe tubing that is "y-ed" off of the vent line on the needle cartridge. Fse replaced the tubing which resolved the issue and verified that there were no further leaks. The customer had also reported incomplete hgb computations however upon inspection, the fse found no issues with hgb and this was verified by checking hgb lamp voltage-stable; running startup, latron, qc and reproducibility and everything was within limits. The cause of the issue was a pinhole leak in the green stripe tubing that is y-ed off of the vent line on the needle cartridge. (B)(4).